Manufacturer narrative:
The device has not been returned to the manufacturer, a RMA was issued to replace components of the system.

Event description:
A medtronic representative reported that the system froze in the middle of navigation. The mouse would not move and the touchscreen was non-responsive. They rebooted the system and it worked fine. The surgeon continued the use of the system to completion of surgery with no impact on patient outcome.